Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,mcol mg,4.7mm,13m (tsvmwb13) was returned for investigation. Visual evaluation of the as returned product identified significant singes of wear and debris about the threads. The device is fractured at the collar. It is indicated on the per that the patient has a history of bruxism. The reported product was located on tooth # 19 (universal) and used for approximately 23 months. The reported event could not be recreated due to the nature of the dental device and event (fracture + medical condition). DHR review was completed for the subject lot number 63666681. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63666681) for similar event and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported events (implant fracture + bone loss) or product (tsvmwb13). Therefore, based on the available information, device malfunction has occurred and the reported fracture event is confirmed following inspection of the returned device. The alleged medical conditions could not be verified with the information provided. Based on the investigation and risk file review, the most likely cause for the event is patient bruxism.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Event date: not provided. Additional PMA/510(k) number: k101880.

Event description:
It was reported that implant (tsvmwb13) was removed due to implant fractured after several years of placement. Tooth location 19. Bone loss, inflammation, and pain were also noted.